Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that error b40 was being reported due to a main board failure, but there was no abnormality in the appearance of the main board, and the cause of the main board failure could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): it was confirmed that error b40 was being reported due to a cm board failure, but there was no abnormality in the appearance of the cm board, and the cause of the cm failure could not be identified. Olympus will continue to monitor the field performance of this device.